Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a trial implant patient felt numbness in their leg. Patient also fell. It was found that patient's lead had migrated out of the foramen. Physician ended the patient's trial early on (B)(6) 2020 wherein lead was explanted. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.